Event description:
Dexcom app update on apple device has silenced all sounds for high and low alerts. This lack of sound during high glucose resulted in my not being notified of glucose over 300 for several hours. Dexcom provided no viable solution and no subsequent app fix. Many other users experiencing this issue, confirmed via a google search results on social media platforms. Please follow up-this problem can lead to serious consequences and potentially lead to death.